Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. No unexpected low reservoir alarm or excessive "no delivery" error alarm noted. Device was monitored for 24 hours and no unexpected beeps noted. Device had minor scratched lcd window, bleeding on lcd glass, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that she passed out and fell down the stairs due to her blood pressure. Customer's blood pressure was 69 over 46. Customer's blood glucose was 160 mg/dl. Insulin pump had cracks. Customer mentioned she had been hospitalized regularly due to her neuropathy attacking her blood vessel. Customer mentioned she had a compression fracture on her spine in two places. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.